Event description:
The pt transferred to the micu with severe abdomen pain not relieved by the hydromorphone pca. Upon investigating the pca settings and equipment it was noted that the tip of the microbore tubing segment that attached to the pca syringe was almost completely severed. The pca pump alarm read standby, only making it impossible to determine the direct issue with the pca infusion without close inspection of the entire system, medication and pump included. The pump post plunger connected to the microbore tubing segment does not have any checks in place to make sure the medication is infusing into the pt is intended.